Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a calcified and moderately tortuous arteriovenous fistula in the patient's front arm. The 4.0x40mm sterling balloon catheter was advanced and the balloon was inflated to 6atms on the first inflation. During the second inflation, the balloon ruptured at 10atms. The procedure was completed with a 4.0mm pcb balloon catheter. There were no patient complications reported and the patient's status is good.